Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(4). Olympus (B)(4) checked the subject device and found the reported phenomenon occurred due to the failure of the main board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(4), it was found that the image from sdi-1 in connector was not displayed on the screen. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from omsi, omsc concluded that the reported phenomenon was attributed to the failure of the circuit board. The exact cause of the failure of the circuit board could not be conclusively determined. However, there was the possibility that it was attributed to aging deterioration because eight years and five months had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.